Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred multiple times while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 106-107 mg/dl. Reportedly, the customer cleaned the speaker holes and cleared the alarm.